Event description:
It was reported that pump experienced malfunction alarm after being accidentally submerged in water while customer was on vacation in hawaii. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.